Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices. In low rectal anastomosis that have been diverted proximately, due to lack of peristaltic movement, it is the company's recommendation to have the ring removed digitally from the anus after it was detached.

Event description:
A patient underwent a lar procedure due to rectal cancer. The anastomosis was performed with the car device. The patient arrived with abdominal pain 10 days post op. On re-operation, a phlegmon was found in the pelvis around the anastomosis site with apparently no obvious dehiscence or major abscess. The surgeon could not definitely feel the ring, but apparently the area appeared to still be basically intact. The surgeon inserted a drain and performed a diverting ileostomy. Six weeks post op, the ring was removed digitally in the office. The patient is still diverted.